Event description:
Additional information was received from the patient. The mentioned the previous issues of a little difficulty with pain and trying to get control and they were experiencing a little shocking, tingling sensations. They reported that at the beginning of the year they met with the rep and they turned it up to 4 something and made it a little better and fixed all those issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient experiencing shocking sensations.  Patient mentioned that their therapy helped for a while but has been "iffy" for the last 6 months. Patient stated they have the device implanted to help with bladder pain and frequency. And now they are experiencing pain and frequent urination again. No further action was taken with this. The patient later stated that  they had to have a procedure done on november 10th  and since then has been experiencing shocking and pain from their buttock to vagina. Patient stated they can't even sit down. Patient stated they have tried turning stim down and "cutting it off" which does help with the shocking but patient stated then they don't get any therapy relief. Troubleshooting was unable to be performed as patient already has attempted troubleshooting steps that would be suggested to try. The patient was redirected to their healthcare provider to further address the issue. Patient stated they have a follow up appointment with their doctor tomorrow. Patient services suggested keeping stim off so that the patient can remain comfortable until system is checked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was stated that the setting was high on several program. No further complications were reported/anticipated at this time.